Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte autoguard shielded IV catheter hub had a "burr" on it and would not connect to the mating component. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hcp could not connect due to something like a burr found on the hub."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub had a "burr" on it and would not connect to the mating component. The following information was provided by the initial reporter, translated from japanese to english: "the hcp could not connect due to something like a burr found on the hub."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one catheter adapter assembly and fifteen unused representative units. Five photos were also provided which appeared to match the returned samples. Visual observation revealed that the catheter adapter assembly had damaged threads at the end of the luer adapter as well as nicks and grooves. The fifteen representative units were visually inspected and one was observed to have damaged threads at the end of the luer adapter as well as nicks. The remaining fourteen units had no abnormalities or damage. Damage to the threads and cosmetic defects can occur during the manufacturing process due to misalignment and can lead to connection issues. The reported issue was confirmed and most likely due to misalignment during the manufacturing process. A device history record review of the representative samples provided showed no non-conformances associated with this issue during the production of this batch.